Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2014-15290, 15292. It was reported the patient experiences overstimulation at the lead site when he turns stimulation on. Diagnostic testing indicated low impedance readings. X-rays were taken and no anomalies were identified. The patient was reprogrammed and did not experience overstimulation. Follow-up info indicated surgical intervention was undertaken on (B)(6) 2014 and the patient's leads were explanted and replaced. The patient reported effective stimulation coverage postoperative and is no longer experiencing overstimulation at the lead site.